Manufacturer narrative:
The insulin pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. No moisture damage found inside the insulin pump.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 311 mg/dl at the time of incident. The insulin pump was returned for analysis.